Event description:
It was reported that there was an episode of tachycardia with far field r wave oversensing noted on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead 2010 (B)(6), 4194 implantable pacing lead 2010 (B)(6). (B)(4).